Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to a defective circuit board . However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a snow-like noise on the screen. The issue occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
Updated fields: h2, h4. Corrected fields: e3, g2, g4, h6, h11.

Event description:
No additional information received from the customer.